Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. However, in this case, the sensor had already been removed previously after the completion of its life period. The infection began at the site where there were cuts from the removal procedure. The hcp advised him not to treat the areas for time being and to wait until they heal on their own. Since a necrosis with a fistula has formed, it may be that the sports do not heal on their own and must be again treated by the doctor in future. User mentioned that the spots are no longer bothering and are dry, but not completely healed yet. No further investigation was required for this complaint. User was advised to reach out to doctor/hcp for any medical assistance.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where patient reported infection at the old insertion area where sensor no longer exists. The sensor ((B)(6)) had already been removed before the symptoms began.